Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received blank display and the customer had low blood glucose level. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 140 mg/dl. The drive support cap was normal. The customer reported blood glucose level was in range of 100 mg/dl to 140 mg/dl yesterday and also reported blood glucose level 53 mg/dl and 287 mg/dl. The customer was treated with syringe for high blood glucose level. The insulin pump will not be returned for analysis.